Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a two 600cc mentor memorygel breast implant experienced bilateral baker¿s grade iii capsular contracture post procedure. The capsular contracture was diagnosed through patient symptoms. As a result, patient underwent bilateral replacements with unknown mentor gel on (B)(6) 2021. This report relates to the left prosthesis.